Event description:
It was reported that during implant the physician noted that there was a ridge inside the lead pin of the left ventricular (lv) lead, making it difficult to insert a guidewire. The physician commented that they had noticed this with other leads of the same model. The wire was ultimately successfully inserted and the lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.